Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a pump error during bolus. The customer¿s blood glucose level was 138 mg/dl. The insulin pump was not bumped or dropped. There were no motor issues. There was no site or set issues. The alarm did not occur when the customer ran the load reservoir and fill tubing process. The insulin pump passed the self-test. The customer was told that it could have been caused by a site issue. They will be sent a replacement. The customer was verbally and in written form asked to return the broken insulin pump for analysis. The insulin pump will not be returned for analysis.